Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the physician had difficulty placing the lead. During multiple placement attempts, the lead exhibited high impedance and the physician felt the lead was faulty. The lead was not used and another lead was used in its place. No patient complications have been reported as a result of this event.